Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported noise, oversensing and pacing inhibition of greater than two seconds.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was an attempted implant due to exhibiting 60 hertz noise, oversensing and pacing inhibition of greater than two seconds on the right ventricular (rv) channel. In addition, it was reported there was noise exhibited on the right atrial (ra) and left ventricular (lv) channels. Troubleshooting measures were performed and ultimately, the physician opted to replace the crt-d. A new device was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was an attempted implant due to exhibiting 60 hertz noise, oversensing and pacing inhibition of greater than two seconds on the right ventricular (rv) channel. In addition, it was reported there was noise exhibited on the right atrial (ra) and left ventricular (lv) channels. Troubleshooting measures were performed and ultimately, the physician opted to replace the crt-d. A new device was successfully implanted. No additional adverse patient effects were reported.